Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent explant of the heartmate 3 due to right ventricular failure, which necessitated implantation of a syncardia total artificial heart (tah). The patient was not considered a candidate for transplant at that time due to ongoing right ventricular dysfunction. The heartmate 3 was not explanted for device malfunction or therapy-related issues and had been functioning as intended.